Event description:
Pencil was laid on the pt's abdomen, not in a holster during procedure. The pencil self-activated causing severe burns to the pt. Pt sustained burns to the right thigh, mid sternum and upper neck.